Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an unspecified location of the homechoice (hc) cassette. The registered nurse stated that the home patient (hp) forced the door open and something had happened resulting in solution leaking out of the hc machine. The hp noticed that the patient line was wet during the prime and there was a puddle under the hc machine door. The hp has been completing therapy without issues after swapping the hc machine. There was no patient injury or medical intervention associated with this event. No additional information is available.